Manufacturer narrative:
H.6. Investigation: customer returned (2) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 0083518. Customer states that the syringes are missing needles. Both returned syringe were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200886538] noted that did not pertain to the complaint. Root cause for this defect cannot be determined. Capa1630423 was initiated.

Event description:
It was reported that prior to use when removing shield of (B)(4) bd syringe 0.3ml 31ga 8mm it was discovered the needle hub had separated from the device. The following information was provided by the initial reporter: pet owner reported found (B)(4) syringes without a needle on them. Just a hole at top of syringe when removed shield.

Manufacturer narrative:
Medical device expiration date: na. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use when removing shield of 6 bd syringe 0.3ml 31ga 8mm it was discovered the needle hub had separated from the device. The following information was provided by the initial reporter: pet owner reported found 6 syringes without a needle on them. Just a hole at top of syringe when removed shield.